Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in loss of oxygen. There was no patient involvement.

Manufacturer narrative:
Reported complaint of leak from air hose will be noted during preuse testing, as contained in the user manual. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine. There was no reportable malfunction.